Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the pump was explanted on (B)(4) 2018 due to a stalled pump due to battery depletion and replaced with a new infusion pump. The issue was noted as resolved. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-aug-25. It was reported that technical services was contacted and the representative was instructed to tell the provider to put the pump at minimum rate. From there the provider was to control the patient's pain through another form of delivery (i.e. Oral medications) as the pump was in a permanent stall. The patient was instructed to talk with their provider regarding the therapy and establish a plan as to whether or not to continue based on prior efficacy and satisfaction overall.

Manufacturer narrative:
The pump was returned, and analysis found residue in the motor gear train that contributed to the motor stalls. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving dilaudid (2mg/ml at 0.4651mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that pump logs indicated a motor stall occurred on (B)(6) 2017 and was active at the time of report. The patient had not recently undergone magnetic resonance imaging (MRI). The patient did not reportedly have withdrawal symptoms.